Event description:
It was reported that the patient's 2007 implanted device was removed 'due to a staphylococcus infection.' Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v059468, implanted: (B)(6) 2007, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type programmer. (B)(4).